Event description:
The ventilator went vent inop. The technical support manager reported there was no pt harm, however did not know if the ventilator was in use or alarmed at the time of the event. Vent inop, when in use, will stop providing ventilatory support to the patient.